Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1269 mg/dl and diabetic ketoacidosis; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the emergency room (ER) and/or was hospitalized with high ketones identified as life-threatening by a healthcare provider. Tandem technical support (tts) reviewed pump logs and confirmed that pump was functioning as intended. Multiple attempts were made by (tts) to obtain additional information; however, no additional information regarding this event was provided.